Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient received a vibratory notification due to high rv lead impedance. The patient presented to the clinic on (B)(6) 2019 and the impedance was back to normal range. Isometrics were performed and checked the impedance during this to see if the impedance would vary and the impedance was stable, and the patient was scheduled for an x-ray to see if there was a fracture. The patient is stable and will be monitored. Further information noted that x-ray was scheduled for later that week, and results have not been confirmed. The patient is stable. The lead will remain implanted and be monitored regularly with the merlin at home monitoring.